Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the screw is damaged and fracture. Screw remains attached to the driver. The suture shows no damaged. Functional testing could not be performed due to the damaged received condition of the device. The cause is undetermined; however, most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.

Event description:
On 10/5/2021, it was reported by sales representative via sems that an ar-1927bcf-45 biocomposite-corkscrew body broke in half. This was discovered during arthroscopic rotator cuff repair, surgeon punched and tapped a bone tunnel and when surgeon began to insert anchor, it broke. The anchor was removed immediately from patient and a new anchor was opened and the procedure was successfully completed; patient was not affected.